Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a battery life issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 27-feb-2018 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten. The pump powered up with the returned battery cap to a blank display with auditory and vibratory alarms. The battery cap fully tightened to the pump. The battery compartment was cracked below the grip pad. No evidence of moisture was found in the battery compartment. The pump was opened to find moisture throughout the internal pump. The current draw measurements weer unable to be performed. The battery life issue was unable to be duplicated during the investigation. The pump had a blank display due to internal moisture contamination. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.